Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set tubing was leaking at site. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. Moreover, the infusion set was used for 48 hours. No further information available.